Event description:
Related manufacturer report number: 2916596-2022-11847. It was reported the patient was found unresponsive following a loss of electricity at home. Their family did a controller exchange so these logs were on the new (back-up) controller. Additional information revealed that the patient passed away on (B)(6) 2022. The cause of death was unknown. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s family performing a controller exchange was confirmed via log file analysis. A review of submitted log file, extracted from the primary controller (B)(6), contains data spanning approximately 7 days (29may22 ¿ 3jun22, 1jul22 per timestamp). On 3jun22 at 00:02:30, while connected to the mpu, no external power alarms were active due to both black and white lead voltages diminishing from ~7.24 v to ~0.01 v. The backup battery supplied power to the system due to the sudden loss of ac power. The driveline was disconnected at 00:09:44 and the pump speed dropped to 0 rpm. The backup battery remained in use, with continued no external power alarms, until the controller was shutdown at 00:22:05. At 00:37:12 the system controller was reset and at 00:37:13 the driveline was reconnected. The pump remained off due to persisting no external power alarms. The driveline was disconnected at 00:37:32 and the controller was shutdown at 00:45:04 for exchange. The system controller operated as intended throughout the log file. There were no other notable alarms active in the log file. A review of the submitted log file, extracted from the backup controller (B)(6), contains data spanning approximately 17 days (13oct21 ¿ 15oct21, 20oct21, 3nov21 ¿ 4nov21, 9nov21, 11nov21, 13nov21, 15nov21, 14dec21, 11jan22, 24feb22, 1mar22, 8mar22, 14apr22, 10may22, 3jun22 per timestamp). Events prior to 3jun22 contain data not relevant to the investigation. On 3jun22 at 1:16:48 the controller was reset and at 1:38:54 the driveline was connected and the pump regained speed above the lsl within 1 second. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Provided information stated the patient¿s family performed a controller exchange after finding the patient unresponsive and the vad alarming. There were no additional documents provided. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause for the controller exchange was due to the vad alarming no external power; however, a controller exchange was not necessary and ultimately caused the pump to stop for an extended period of time. Heartmate 3 instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect, no external power, and low power hazard alarms. The heartmate 3 patient handbook, rev. D, section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A review of the primary controller event file found power to the mobile power unit (mpu) interrupted on 03jun2022 at 0002:26. There were low power hazard and power cable disconnect alarms while power to the mpu was interrupted. The emergency backup battery (ebb) began operating the system on 03jun2022 at 00002:27. The ebb operated the system until 03jun2022 at 0009:44 when the driveline was disconnected. There were no external power & power cable disconnect alarms while the system was operating on the ebb. The periodic log from the primary controller was unremarkable. Related manufacturer report number for mpu: 2916596-2022-12226.